Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated a (B)(6) result for a patient with a history of (B)(6) results. The sample was retested using clia and a (B)(6) result was generated. The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc ii, list 8l44, that has a similar product distributed in the us, architect core, list 6l22. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, (B)(6) testing of lot 29776li00, a search for similar complaints, and a review of labeling. A retained kit of (B)(6) lot 29776li00 was tested and met (B)(6) testing standards. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.